Manufacturer narrative:
D9: a section of the percutaneous lead was returned on 19sep2022. On 21nov2022 (B)(6) was returned to the manufacturer for evaluation. Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas) confirmed driveline (dl) wire damage that could have contributed to the reported low speed and pump stop events captured in the submitted log file while the patient was being supported by the mobile power unit. The external portion of the original dl initially returned measured approximately 18" from the controller connector (cc). After the pump exchange, the lvad was returned with the dl severed approximately 11.5" from the pump housing. The sealed inflow conduit (inlet elbow, flex section, and inlet extension), outflow graft, and outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Upon disassembly of the lvad, visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The returned portions of the dl were tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection revealed breaches in the insulation of the yellow wire approximately 9.5" from the pump housing. The driveline portions were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed an additional insulation breach on the black wire approximately 9" from the pump housing. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. Testing of the remaining wire portions revealed no signs of damage to the wire insulation or the underlying conductors. If the exposed conductors of the yellow and black wires contacted the metal braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting short-to-ground would have resulted in the low speed and pump stop events that was confirmed through the submitted log file. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The "pump performance monitoring" section under section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was discharged home with an ungrounded cable. The patient then underwent a heartmate ii to heartmate ii pump exchange on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a log file review was requested for possible short to shield. The log file review noted speed drops and pump stops on (B)(6) 2022. These issues seemed to only occur while the patient was connected to the mobile power unit (mpu). X-rays of the driveline were requested. A distal end replacement procedure was performed on (B)(6) 2022.